Event description:
It was further reported that during the implant procedure of the extravascular (ev) lead, both the high volt and pacing impedance measurements increased and were high. An magnetic resonance imaging (MRI) revealed air entrapment around the lead. The implant of the extravascular (ev) lead was stopped due to air entrapment around the lead. A few days later, after the air was completely removed and defibrillation threshold testing was performed treatment resumed with the extravascular (ev) lead being implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the extravascular (ev) lead, both the high volt and pacing impedance measurements increased and were high. An magnetic resonance imaging (MRI) revealed air entrapment around the lead. The values returned to normal and the procedure was completed. No specific treatment was necessary. The ev lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.